Event description:
The hosp reported that during a coronary artery bypass procedure, three heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The devices have been returned to the factory and are being evaluated. A supplemental report will be submitted when the evals are completed. A lot history record review could not be performed as the product lot numbers are unk. Due to the multiple issues that the customer experienced with the heartstring iii device, an in-service from a maquet rep was conducted at the hosp. (B)(4).